Event description:
During reaming of the left femur for bone graft, the end of the sterile stainless steel synthes reamer head broke off in the femoral canal in the posterior medical cortex of the bone. Several attempts were made to retrieve the fragments, but efforts were unsuccessful.